Event description:
It was reported that the insulin pump alarmed off no power and low battery. Customer's blood glucose reading was 72 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.